Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible the user encountered resistance during removal and led to sheath separation. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician was performing a patent foramen ovale (pfo) closure procedure and accessed the patient's common femoral vein with two sheaths: one 6fr precision sheath and one 8fr precision sheath. Early in the procedure, the doctor reportedly pulled back on the 8fr precision sheath, and it broke off mid-shaft. The customer reported that he used a snare to remove the broken piece. The procedure was successful with no reported impact to the patient. Following the procedure, the patient remained stable. Procedure was successful. There was no impact or harm to the patient. No other medical products or therapy was used prior to the sheath breaking, according to the customer.